Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced inoperable keypad buttons on channel c. It is unknown when this event occurred. The user interface module master software version is 5.48.92, which is classified as remediated. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation im-CAPA-(B)(4).

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a basal/bolus infusor the reservoir ruptured during patient use. There was no patient injury, adverse event or medical intervenion. The actual sample is available for evaluation. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.